Manufacturer narrative:
H.6. Investigation: bd received 10 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper function with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and 6 out of 10 samples indicated failure mode for stopper function with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that stopper creepout occurred with a bd vacutainer® serum / cat blood collection tubes. This occurred on 20 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: tubes are used for transfusion testing. When hcp recapped and held the blood-containing tube, the shield almost crept out of the tube. A similar incident occurred about 1 month ago. This recurred even with tubes from another lot.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that stopper creepout occurred with a bd vacutainer® serum / cat blood collection tubes. This occurred on 20 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes are used for transfusion testing. When hcp recapped and held the blood-containing tube, the shield almost crept out of the tube. A similar incident occurred about 1 month ago. This recurred even with tubes from another lot.